Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the operating room for a lead revision due to perforation. It was noted that soft tip of the lead was pressed into the lumen of the lead. The lead was explanted and replaced. The patient was fine after the event.